Event description:
The rptr indicated that approx one hr following the vns implant surgery, the pt went into status, was reintubated, and admitted to the ICU. The pt was reportedly given IV antiepileptic medications and was hospitalized for two days for observation. Further follow-up with the neurologist concluded that the pt is now doing "excellent" and the event of status was not related to the vns implant. Stimulation had not been initiated at the time of the event. The neurologist also reported that the event was most likely caused by emotional stress and believed to be nonepileptic.